Event description:
The customer reported the sys intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 5v power supply on the c-arm was adjusted. The sys was then found to be operating as intended.